Event description:
It was reported that the pt was sitting at home watching tv and all of a sudden her stimulation felt like it was "ramping on its own." The pt got to her pt programmer and tried to turn the stimulation off. The pt went to her hcp for follow-up, and the hcp stated the battery was functioning okay. The stimulation could not be adjusted with the antenna attached to the pt programmer without some continued pressing of buttons. The batteries had been replaced the previous day, and the pt programmer displayed the "call your doctor" icon. The device was turned down and eventually off at the hcp's office. Without stimulation, the pt had a return of symptoms that were painful, and the pt was sent to the emergency room for her pain. The pt also had swelling. The pt had oral medication that "was not helping." The pt had fallen a couple of weeks prior to the incident, but the pt did not hurt anything when she fell. The following day, the stimulation started increasing while the pt was not using the pt programmer. The pt received a new programmer and she was able to use the programmer to bring up the ins settings. The pt had stimulation, and she was not being shocked. The pt had an appointment to go to the doctor on "monday." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4. Final analysis of the programmer revealed there was a crack solder joint on the antenna jack. All of the antenna jack pins were resoldered.